Event description:
The user facility reported during surgery, an error code "cpx08" (the internal air pressure system cannot reach the full pressure expected) appeared on the screen and the system stopped working. Additional information: during phacoemulsification surgery, the system stopped working. Remaining nucleus was ex-planted with ecce (extra capsular cataract extraction), but could not aspirate the cortex lentis. The second surgery will be planned at another hospital.

Manufacturer narrative:
The reported problem was not duplicated during the field evaluation. The pneumatic path of aspiration from the vfm through the rotary vane pump in the anterior compressor was checked. There was no trace of bss ingress in the clear tubing and hydrophobic filter. The rotary vane pump head has been dismantled and the inside has been checked. There was debris of carbon in the cylinder and it felt a little sticky with the inner rubber surface of the top cover. It should be noted there was little difference in comparison with the other rotary vane pumps. The sterilization and lot history records were reviewed and found to be acceptable.